Event description:
It was reported that the patient's device "died" and his device was replaced last tuesday. It was noted that it was unclear as to when the issue began. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708140 lot# serial# (B)(4) implanted: 2010 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4) implanted: 2010 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 39565-30 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the physician that reported the cause of the event was the patient's charger being 'ruined' by hurricane sandy. The implantable neurostimulator (ins) was replaced (B)(6) 2013 due to the battery depleting completely. The physician reported no hospitalization or patient injury due to the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).